Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heater cooler unit alarmed and would not heat the pt. The unit went into "standby" mode. The device was not changed out, as the perfusionist was able to reset the unit and complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.